Event description:
Reported that some of infusion sets have broken. Pt indicated that, as a result, pt's blood glucose would increase. Pt self-treated by changing pt's infusion set and delivering a bolus.